Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier was not working and it would get jammed. So, a new one was opened. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2026. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does surgeon load the clip off of vessel into the device jaws before applying the device jaws to the vessel and firing? Was there any excessive torquing or twisting of the device at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when did noise occur? Did anything unexpected happen prior to this incident? Did the device fire malformed or scissored clips prior to the incident? Please clarify if a surgical intervention was completed. If so, please explain. Does the surgeon believe that the alleged difficulties experienced caused or contributed to the intervention? Please provide a timeline of events? Was the surgery prolonged? Were there any change in post operative care? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.